Event description:
During device setup, catheter system would not deflate properly; one syringe had a crack in it and another syringe filled with air before replacing the catheter system. No potential injury to patient, as patient was not yet in the room during setup of device.